Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 450 mg/dl and 256 mg/dl. The customer had vomiting as a symptom of high blood glucose event. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege that the insulin pump was under delivering. The customer also reported that there were air bubbles in the tubing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test.